Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: when the patient was using the ventilator, the nurse found that the ventilator was not delivering air and could not be used. She immediately replaced it with another ventilator and reported this machine for repair. No health consequences or impact.